Event description:
Physician explained that upon inflating the ph band upon the patients arm, the valve leaked upon removing the syringe. A second ph band was then applied with no further loss of air. There was no complication or adverse event to the patient.